Event description:
It was reported that the patient with this implantable pacemaker was hospitalized for reasons not related to the device performance. Reportedly, the patient had not attended routine follow-ups for four years. Upon attempts to interrogate the device, no telemetry was possible and the device was not able to be interrogated. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the patient with this implantable pacemaker was hospitalized for reasons not related to the device performance. Reportedly, the patient had not attended routine follow-ups for four years. Upon attempts to interrogate the device, no telemetry was possible and the device was not able to be interrogated. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the patient with this implantable pacemaker was hospitalized for reasons not related to the device performance. Reportedly, the patient had not attended routine follow-ups for four years. Upon attempts to interrogate the device, no telemetry was possible and the device was not able to be interrogated. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.